Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing sharp needle burning pulsating pain in the lower back and, numbness, weakness and tingling down both legs. It was noted that the patient also fainted and had seizures due to headaches. The patient also had bowel and bladder incontinence associated with the back. In addition, the patients leads also migrated. The patient will undergo an ipg and lead replacement procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an scs revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing sharp needle burning pulsating pain in the lower back and, numbness, weakness and tingling down both legs. It was noted that the patient also fainted and had seizures due to headaches. The patient also had bowel and bladder incontinence associated with the back. In addition, the patients leads also migrated. The patient will undergo an ipg and lead replacement procedure. No device malfunction was suspected.